Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent delivery system was unable to cross the lesion. The target lesion was located in the left anterior descending artery. The 2.75x24mm taxus element coronary drug eluting stent system was advanced into the patient, but was unable to cross the lesion. No patient complications were reported. Additional information was requested and is not available. However, device analysis revealed the stent was damaged.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: examination of the returned device revealed the shaft was kinked at the exchange port and just proximal of the port region. Microscopic examination noted that the stent was severely damaged at both the proximal and the distal edges. No issues were noted with the profiles of the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).